Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 console was used in a procedure performed on (B)(6) 2022. During the procedure, the physician found that the interface of the laser console heated. The procedure, was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure, the physician found that the interface of the unit heated. The procedure was unable to be completed due to his event. There were no patient complications reported.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse inspected and found the focus lens out of alignment, confirming the reported event. The fse reassigned the focus lens, that resolved the issue. The laser was then calibrated and passed full functional and electrical safety testing. The review completed on the DHR for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. Based on the information available, and console analysis results, the cause that contributed to the reported overheating of device or device component event cannot be established.